Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. No additional information was provided and the customer declined troubleshooting with tandem technical support. Additionally, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose value was 187 mg/dl.